Event description:
The customer reported that this atrial lead has an insulation breach. A revision procedure was performed and the lead was removed from service. The lead was surgically abandoned (capped on (B)(6) 2011) and will not be returned for testing. No adverse patient effects were reported. The lead was actively implanted for approximately 9 years, 7 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.